Event description:
The customer reported to olympus the endoeye flex deflectable videoscope image had an irregular color tone. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the image was red and green due to damage on the charge-coupled device causing noise to occur on the image. Upon further inspection, it was observed that water tightness was lost due to a dent on the distal end caused by chemical or physical stress. It was also observed that the bending section cover had a scratch due to physical stress. It was observed that the adhesive of the bending section cover had a chip due to chemical or physical stress. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was observed that the label on the video connector was peeled due to mishandling. It was lastly observed that the video connector had a crack due to a handling problem. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a problem on the system side. Olympus will continue to monitor field performance for this device.